Event description:
On (B)(6), the pt confirmed that she was not receiving the entirety of her medication dose. She is using a traveler portable compressor nebulizer but should be using a pulmo-aide air compressor. She only receives about 3/4 of her prescribed dose per pt and was given the compressor at the medical supply pharmacy.